Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 80 compared to the labs 120-130 mg/dl. There were two lab results given because of the pt's uncertainty of the correct reading. Tests were done 10 minutes apart. No further info reported. No allegation of harm.